Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 11/20/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jammed and broke the scorpion needle. It can load but when activating the needle, it breaks. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.